Event description:
We received a complaint about a screw breakage ((B)(4)) from france. On 04feb2026, we learned that an mpf-px 55 35-s screw broke during an s1 operation. The broken end of the screw remained in the patient and could not be removed. An alternative approach was therefore taken using a screw that was too long, with a diameter of 6.5mm and a length of 40mm. Upon waking, the patient presented with sciatica and had to undergo reoperation on the same day with a screw with a diameter of 6.5mm and a length of 30mm. The patient could then leave the hospital with pain medication. We report this case to the FDA because the same product is on the USA market.

Manufacturer narrative:
After reception of the complaint, the device history record has been reviewed. The manufacturing process and the quality control documents were analyzed. It is confirmed that the screw is manufactured according to the predefined specifications. One non-conformity was observed during the production process, but it concerns the setscrew packaged together with the screw. There have been in total (B)(4) units of this batch produced on 24 september 2025, from which (B)(4) screws are already have been implanted. This is the first complaint we received for this batch. We received the screw and confirm that it is broken. The r&d team inspected the implant and did not identify any signs of misuse on the bone screw, head, clip, or torx socket. No scratches or deformations indicative of improper instrument use or excessive or inappropriate mechanical loading were observed. A fracture was identified on the bone screw at the level of one of the windows. In addition, a torsional-type deformation was observed, suggesting that the fracture may have occurred while the distal portion of the bone screw (the part remaining in the patient) was constrained and unable to rotate during insertion, resulting in torsional stress on the implant. Two vigilance reports ((B)(4)) were submitted because the patient required a second surgical intervention on the same day as the initial procedure. The screw selected to replace the broken implant was longer than appropriate and caused postoperative pain upon patient awakening. Consequently, the screw was replaced with a shorter one during a subsequent intervention. No additional information is available. To further investigate and determine the root cause, a corrective and preventive action (CAPA-0112) has been opened. This CAPA will allow additional testing to be performed and, if necessary, the definition and implementation of appropriate corrective measures. More than (B)(4) screws of this range have been implanted since the launch of the product and ten returns from the fields involving 12 screws have been registered. It represents less than 0,02% of issue.